Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), intestinal perforation ("perforation (other) please describe and state the location of the perforation: bowel - tubes and coils connected to bowel via scar tissue"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a 46-year-old female patient who had essure (ess205) (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included drospirenone + ethinylestradiol (yaz) from 1999 to 2008 and medroxyprogesterone acetate (depo-provera) from 1999 to 2008. On (B)(6) 2008, the patient had essure (ess205) inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In may 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In 2008, the patient experienced migraine ("migraines"), the first episode of menorrhagia ("menorrhagia") and alopecia ("hair loss"). In 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), abdominal pain lower ("severe cramping"), the second episode of menorrhagia ("menorrhagia"), the first episode of abdominal pain ("abdominal pain"), libido decreased ("diminished libido"), the first episode of allergy to metals ("nickel allergy"), headache ("headaches"), the second episode of allergy to metals ("nickel allergy") and the second episode of abdominal pain ("abdomen pain"). The patient was treated with surgery (B)(6) 2018 hysterectomy with unilateral salpingo-oopherectomy fallopian tubes and coils removed), surgery, surgery and surgery. Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, migraine and weight increased had resolved and the uterine perforation, fallopian tube perforation, intestinal perforation, genital haemorrhage, autoimmune disorder, infection, dysmenorrhoea, abdominal pain lower, the last episode of menorrhagia, dyspareunia, libido decreased, vaginal haemorrhage, headache, the last episode of allergy to metals, alopecia and the last episode of abdominal pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, genital haemorrhage, headache, infection, intestinal perforation, libido decreased, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of abdominal pain, the first episode of allergy to metals, the first episode of menorrhagia, the second episode of abdominal pain, the second episode of allergy to metals and the second episode of menorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: lot number, reporter information, patient details, other relevant history, lab data, product information, concomitant drugs, events: perforation (uterus), bowel perforation, abnormal bleeding (vaginal), menorrhagia, headaches, nickel allergy, weight gain, hair loss, abdomen pain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), gastrointestinal injury ("perforation (other) please describe and state the location of the perforation: bowel - tubes and coils connected to bowel via scar tissue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a 46-year-old female patient who had essure (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included drospirenone + ethinylestradiol (yaz) from 1999 to 2008 and medroxyprogesterone acetate (depo-provera) from 1999 to 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines") and alopecia ("hair loss"). In 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), libido decreased ("diminished libido"), the first episode of allergy to metals ("nickel allergy"), headache ("headaches") and the second episode of allergy to metals ("nickel allergy"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with unilateral salpingo-oopherectomy fallopian tubes and coils removed), surgery (hysterectomy and bilateral salpingo-oophorectomy), surgery (hysterectomy and bilateral salpingo-oophorectomy), surgery (hysterectomy and bilateral salpingo-oophorectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, migraine and weight increased had resolved and the uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal haemorrhage, menorrhagia, genital haemorrhage, autoimmune disorder, infection, dysmenorrhoea, abdominal pain lower, abdominal pain, dyspareunia, libido decreased, headache, the last episode of allergy to metals and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2018: update of quality-safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), gastrointestinal injury ("perforation (other) please describe and state the location of the perforation: bowel - tubes and coils connected to bowel via scar tissue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a 46-year-old female patient who had essure (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included drospirenone + ethinylestradiol (yaz) from 1999 to 2008 and medroxyprogesterone acetate (depo-provera) from 1999 to 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines") and alopecia ("hair loss"). In 2010, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), libido decreased ("diminished libido"), the first episode of allergy to metals ("nickel allergy"), headache ("headaches") and the second episode of allergy to metals ("nickel allergy"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with unilateral salpingo-oopherectomy fallopian tubes and coils removed), surgery (hysterectomy and bilateral salpingo-oophorectomy), surgery (hysterectomy and bilateral salpingo-oophorectomy), surgery (hysterectomy and bilateral salpingo-oophorectomy), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, migraine and weight increased had resolved and the uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal haemorrhage, menorrhagia, genital haemorrhage, autoimmune disorder, infection, dysmenorrhoea, abdominal pain lower, abdominal pain, dyspareunia, libido decreased, headache, the last episode of allergy to metals and alopecia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, pelvic pain, uterine perforation, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc and update of model number performed. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), gastrointestinal injury ('perforation (other) please describe and state the location of the perforation: bowel - tubes and coils connected to bowel via scar tissue'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 46-year-old female patient who had essure (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included drospirenone + ethinylestradiol (yaz) from 1999 to 2008 and medroxyprogesterone acetate (depo-provera) from 1999 to 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On 15-apr-2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines") and alopecia ("hair loss"). In 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), infection ("infections"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), libido decreased ("diminished libido"), the first episode of allergy to metals ("nickel allergy"), headache ("headaches"), the second episode of allergy to metals ("nickel allergy"), swelling face ("bloated round face") and arthralgia ("hip pain") and was found to have vitamin d decreased ("extremely low vitamin d"). The patient was treated with surgery (15-may-2018 hysterectomy with unilateral salpingo-oopherectomy fallopian tubes and coils removed, ablation and hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, migraine and weight increased had resolved and the uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal haemorrhage, menorrhagia, genital haemorrhage, autoimmune disorder, infection, dysmenorrhoea, abdominal pain lower, abdominal pain, dyspareunia, libido decreased, headache, the last episode of allergy to metals, alopecia, swelling face, vitamin d decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, pelvic pain, swelling face, uterine perforation, vaginal haemorrhage, vitamin d decreased, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d low. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received - event vitamin d low and hip pain added. Events of genital hemorrhage and autoimmune disorder downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), gastrointestinal injury ('perforation (other) please describe and state the location of the perforation: bowel - tubes and coils connected to bowel via scar tissue'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding') and autoimmune disorder ('autoimmune disorder') in a 46-year-old female patient who had essure (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included drospirenone + ethinylestradiol (yaz) from 1999 to 2008 and medroxyprogesterone acetate (depo-provera) from 1999 to 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines") and alopecia ("hair loss"). In 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), libido decreased ("diminished libido"), the first episode of allergy to metals ("nickel allergy"), headache ("headaches"), the second episode of allergy to metals ("nickel allergy") and swelling face ("bloated round face"). The patient was treated with surgery (B)(6) 2018 hysterectomy with unilateral salpingo-oophorectomy fallopian tubes and coils removed, ablation and hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, migraine and weight increased had resolved and the uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal haemorrhage, menorrhagia, genital haemorrhage, autoimmune disorder, infection, dysmenorrhoea, abdominal pain lower, abdominal pain, dyspareunia, libido decreased, headache, the last episode of allergy to metals, alopecia and swelling face outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, pelvic pain, swelling face, uterine perforation, vaginal haemorrhage, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, new event bloated round face was added. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain'), uterine perforation ('perforation (uterus)'), fallopian tube perforation ('perforation (fallopian tube(s)'), gastrointestinal injury ('perforation (other) please describe and state the location of the perforation: bowel - tubes and coils connected to bowel via scar tissue'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and menorrhagia ('menorrhagia') in a 46-year-old female patient who had essure (batch no. 626400) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. Concomitant products included drospirenone + ethinylestradiol (yaz) from 1999 to 2008 and medroxyprogesterone acetate (depo-provera) from 1999 to 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). On (B)(6) 2008, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)") and back pain ("back pain"). In 2008, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), migraine ("migraines") and alopecia ("hair loss"). In 2010, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorder"), infection ("infections"), abdominal pain lower ("severe cramping"), abdominal pain ("abdominal pain"), libido decreased ("diminished libido"), the first episode of allergy to metals ("nickel allergy"), headache ("headaches"), the second episode of allergy to metals ("nickel allergy"), swelling face ("bloated round face") and arthralgia ("hip pain") and was found to have vitamin d decreased ("extremely low vitamin d"). The patient was treated with surgery ((B)(6) 2018 hysterectomy with unilateral salpingo-oopherectomy fallopian tubes and coils removed, ablation and hysterectomy and bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, back pain, migraine and weight increased had resolved and the uterine perforation, fallopian tube perforation, gastrointestinal injury, vaginal haemorrhage, menorrhagia, genital haemorrhage, autoimmune disorder, infection, dysmenorrhoea, abdominal pain lower, abdominal pain, dyspareunia, libido decreased, headache, the last episode of allergy to metals, alopecia, swelling face, vitamin d decreased and arthralgia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, arthralgia, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, gastrointestinal injury, genital haemorrhage, headache, infection, libido decreased, menorrhagia, migraine, pelvic pain, swelling face, uterine perforation, vaginal haemorrhage, vitamin d decreased, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were reported via social media: vitamin d low. Lot number: 626400, manufacture date: 2008-01, expiration date: 2009-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: quality safety evaluation of ptc. On 23-mar-2020: content from social media received. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), libido decreased ("diminished libido"), back pain ("back pain"), allergy to metals ("nickel allergy") and migraine ("migraines"). The patient was treated with surgery (hysterectomy on (B)(6) 2014 and salpingectomy to remove essure devices on (B)(6) 2015). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, dyspareunia, libido decreased, back pain, allergy to metals and migraine outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, infection, libido decreased, menorrhagia, migraine and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007, and reported adverse events, including chronic pelvic pain, abnormal bleeding (seen as genital bleeding) and autoimmune disorder. The plaintiff was submitted to a hysterectomy on (B)(6) 2014 and, later, to a salpingectomy to remove essure devices on (B)(6) 2015. Pelvic pain, abnormal genital bleeding and menses pattern changes are described among essure users. Essure is a method of local, mechanical action, and except for hypersensitivity reactions, essure has not a known systemic influence, besides that the genetic predisposition, which is unknown in this case, plays an important role in the physiopathology of autoimmune diseases. This case was classified as incident since device removal was required. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Follow up information will be obtained through the litigation process.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who received essure (ess205) for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), infection ("infections"), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), libido decreased ("diminished libido"), back pain ("back pain"), allergy to metals ("nickel allergy") and migraine ("migraines"). The patient was treated with surgery (hysterectomy on (B)(6) 2014 and salpingectomy to remove essure devices on (B)(6) 2015). Essure (ess205) was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, infection, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, dyspareunia, libido decreased, back pain, allergy to metals and migraine outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, autoimmune disorder, infection, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, dyspareunia, libido decreased, back pain, allergy to metals and migraine to be related to essure (ess205). Company causality comment: this litigation case report refers to a plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2007, and reported adverse events, including chronic pelvic pain, abnormal bleeding (seen as genital bleeding) and autoimmune disorder. The plaintiff was submitted to a hysterectomy on (B)(6) 2014 and, later, to a salpingectomy to remove essure devices on (B)(6) 2015. Pelvic pain, abnormal genital bleeding and menses pattern changes are described among essure users. Essure is a method of local, mechanical action, and except for hypersensitivity reactions, essure has not a known systemic influence, besides that the genetic predisposition, which is unknown in this case, plays an important role in the physiopathology of autoimmune diseases. This case was classified as incident since device removal was required. Follow up information will be obtained through the litigation process. A product technical analysis is being sought.